Event description:
Boston scientific received information that this patient was in the emergency room due to therapy exhaustion for supra ventricular tachycardia (svt). The caller wanted to discuss why therapy was provided and programming options. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services discussed options of increasing the rate cutoff for the ventricular tachycardia (vt) zone, or reviewing morphologies and/or stored template. The caller stated that the template was updated and the zones were reprogrammed. No other adverse events have been reported. This product issue will be updated if additional information is received.